Event description:
It was reported by the user facility that the pt came to the clinic on (B)(6) 2013, complaining of a 24-hour bout of nausea and vomiting, and was diagnosed with peritonitis. He was reported elderly with limited abilities and had self-contaminated. He was hospitalized for the peritonitis on (B)(6) /2013 and was discharged on (B)(6) 2013. Sample available.

Manufacturer narrative:
The pt's medical records were requested but not received. The sample has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted at the conclusion.